Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Legal matter.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2006. It is further alleged that "on (B)(6) 2009, he suffered a dislocation of his right hip implant which required a closed reduction. A few days later, he suffered a second dislocation which also necessitated a closed reduction."

Manufacturer narrative:
An event regarding alleged "dislocation" involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: device inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the primary & revision operative reports, office notes, and x-ray printouts by the consulting clinician indicated "on (B)(6) 2009 he was admitted to the hospital and on (B)(6) 2009 a closed reduction of a dislocated right total hip arthroplasty was performed under general anesthesia. Attempts in the emergency room to reduce this were unsuccessful, and after a successful reduction he was admitted overnight. On (B)(6) 2009 he underwent a closed reduction once again for a dislocated right total hip under general anesthesia. After reduction, flexing the hip to 90° and internally rotating it more than 20° tended to result in dislocation." "On (B)(6) 2011 it was noted he fell in the bathroom today and the x-ray revealed a posterior dislocation that was treated with closed reduction under sedation in the emergency room. "On (B)(6) 2011, a bone scan showed extensive lytic lesions, metastatic disease including femurs, left hip, sternum, and axial and appendicular skeleton. He was to be treated with palliative care. These are handwritten notes, and on (B)(6) 2011 he was "awaiting discharge to a bed at c a dean today". There is no further follow-up subsequent to this visit." "The possibility that the modular head was loosened from its firm seating on the trunnion during one of the closed reduction attempts and was never firmly reseated cannot be ruled out. When the patient was subsequently involved in a maneuver that would have resulted in severe force applied to the reduced hip it disassociated rather than dislocated. Examination of the explanted head and stem would be valuable in determining causation, but there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation confirmed the reported event of dislocation based on the medical review by the consulting clinician. The potential root cause could be due to patient factors as stated in the medical review indicating ". "On (B)(6) 2011, a bone scan showed extensive lytic lesions, metastatic disease including femurs, left hip, sternum, and axial and appendicular skeleton." Additionally, lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2006. It is further alleged that "on (B)(6) 2009, he suffered a dislocation of his right hip implant which required a closed reduction. A few days later, he suffered a second dislocation which also necessitated a closed reduction."